Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2015, the correct date should have been (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, confirming healing was longer than usual but none of patients experienced postoperative consequences or sequelae. According to the facility's biomedical engineer, there was no issue with the systems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that a pool of patients experienced corneal burn at the end of the surgery. These surgeries were long and difficult and required a lot of ultrasounds. Additional information has been requested but not received to date. This is one of six reports being filed for this event. This report is for a pool of patients.

Manufacturer narrative:
Evaluation summary: the customer has been contacted for additional information; however, no further information has been received. Both suspect systems met specifications at the time of release. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Based on the information obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). With no additional, related information provided, the customer reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined.